Event description:
About 3/4 of a blood infusion was complete when it was found that blood was leaking from a split in the pumping segment of the tubing. No pt harm or medical intervention required.

Manufacturer narrative:
(B)(4). An investigation could not be performed. Customer indicated that the device had been discarded and is not available for eval. The cause of reported problem is unk.